Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at approximately 2000-2100 while administering dextrose 10% hyperalimentation, the nurse noticed the infusion set was cracked and leaked fluid on the bed linens from what is presumed to be the trifuse extension. The set had been hanging for approximately 11-12 hours. The patient was hypothermic with a temperature of 97.5 and also had a low blood sugar of 35. Three hours prior to the event, the patient¿s temperature was 98.1 axillary. The physician ordered one 2 ml/kg dextrose bolus and the patient was rewarmed. There was no lasting harm to the patient.

Manufacturer narrative:
The file is no longer considered reportable as the investigation showed no issues with the reported bd product and showed leaking at the engagement between the non-bd tri-fuse extension set¿s distal male luer and the attached non-bd adaptor. A hairline crack was noted on the non-bd adaptor.